Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The secondary regulator of o2 and n2o were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed to indicate n2o was able to flow without o2 during pre-use checkout. There was no report of patient involvement.